Manufacturer narrative:
Bioform medical performed a follow-up with the patient of 3/7/06. She reported that she went to a dermatologist who diagnosed her with perioral dermatitis. The dermatologist feels that this is not related to radiesse. The dermatologist provided treatment which resolved the symptoms. The patient suggested we close the complaint.

Event description:
Dr's office reported to bioform medical inc. In 2006, that a pt injected with radiesse during 2/2005 experienced redness at this injection site two weeks post injection. This redness resolved during the next three weeks. The redness periodically returned and disappeared over the next several months. Others were injected with radiesse on the same day with no complications. These pts were injected with different syringes, each containing material from the same mfg lot. This event was reported to bioform because this pt recently developed small pimples at the injection site that appear to be filled with fluid.